Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-11348 - device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient faced that the infusion set cannula was kinked within 3 or more hours after insertion at chest and on low back, which cause the patient's blood glucose elevated from 300 to 400 mg/dl. The set was in use for three hours. The patient changed supplies as necessary and resumed insulin therapy. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.